Manufacturer narrative:
The following fields have been updated with corrections/additional information: b5, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 04-dec-2022 to 03-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the flickering and got auto rebooted. The field service engineer conducted a thorough inspection of all cabling, verified the power supply, examined the connectors associated with the power supply, and assessed the fan connected to the power supply. Additionally, the backup battery was replaced. No loose connections, impairments, or obstructions were identified in the e drawer. Then the field service engineer, dusted eure, replaced the keyboard cover and backup battery, installed network port blocks, and fitted a new rear bumper. The flex spine cable was inspected and is confirmed to be intact and functioning properly to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation system was flickering and auto rebooting the station. The customer reported that users were unable to issue medication to patients which led to a delay to patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was flickering and auto rebooting the station due to a software issue. A field service engineer replaced battery and performed preventive maintenance to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system was flickering and auto rebooting the station. The customer reported that users were unable to issue medication to patients which led to a delay to patient care. There were no adverse events or injuries reported based on this incident.